Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 26jul2023. H6: investigation summary: it was reported there was 2ml residual volume remaining in the syringe and syringe length is not compatible as previous syringes. To aid in the investigation, two samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then tested for volumetric accuracy per it22 and both samples passed. A device history record review was completed for provided material number 303285, lot 3005745. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be determined.

Event description:
It was reported that the bd plastipak¿ syringe experienced volumetric accuracy. The following information was provided by the initial reporter: 2ml residual volume is remain in the syringe and syringe length is not compatible as earlier he was using in 20ml ll syringes

Manufacturer narrative:
H.6 investigation summary: a device history record review was completed by our quality engineer team for provided material number 303285 and lot number 3005745. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd plastipak¿ syringe experienced volumetric accuracy. The following information was provided by the initial reporter: 2ml residual volume is remain in the syringe and syringe length is not compatible as earlier he was using in 20ml ll syringes.